Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance due to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. If information is provided in the future, a supplemental report will be issued.